Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Onsite investigation suggested that the issue was caused by the camera's cable not being properly seated. The medtronic rep reseated the cable which resolved the issue. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that the camera for one of their systems was cycling. There was no patient present when this issue was identified.